Manufacturer narrative:
Device evaluation by MFR.: the returned device consisted of a watchman truseal access system with the dilator outside the sheath, and blood present in the device. Inspection of the device found a kink in the sheath 7cm proximal of the tip. Three photos were attached to the complaint record. All three photos depict the same kink as identified during analysis. Product and media analysis confirmed the reported event as the sheath was kinked. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the access system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient. While adjusting the was it became kinked. The procedure was continued and successfully completed with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred.

Manufacturer narrative:
Initial reporter phone: (B)(6).

Event description:
It was reported that the access system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient. While adjusting the was it became kinked. The procedure was continued and successfully completed with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred.